Event description:
Risk received a call that the anesthesia machine ventilator malfunctioned while being used on a patient receiving open heart surgery. It was determined at the time that the machine could not be changed out for a replacement at this time so the anesthesiologist manually ventilated the patient until they were placed on a bypass machine. Then once the patient was removed from the bypass machine the anesthesiologist was once manually ventilating the patient to main oxygenation. This is what was reported to risk: "before going on pump ventilator failed to drive the bellows." Anesthesiologist "manually ventilated patient until we were "on pump". Unit has been sequestered. Surgery completed and the patient was transferred to ICU as scheduled. Patient progressing post surgery and awaiting to transfer out of ICU to a telemetry unit. Biomed in contact with company to evaluate machine. Once noted patient progressing post surgery as expected the company is being scheduled to come and repair the machine and determine exact cause of malfunction.